Event description:
A 27 year-old female patient was undergoing gastric bypass surgery in the operating room. Per surgeon: ¿sureform 60 mm robotic blue stapler misfired along the axis of the stomach where the blade dragged the tissue. Sureform 60 mm robotic blue stapler x 2 were fired along the axis of the stomach toward the left crus to fully separate the gastric pouch from the gastric remnant. I made sure to resize the pouch beyond the misfire area in order to avoid leak which made it smaller than usual. On the other side, I oversewed the remnant stomach over the misfire area using interrupted 3-0 vicryl sutures.¿ surgeon noted he had to make a smaller gastric pouch than usual in order to go beyond the misfire staple line. Short term, this will cause the patient to eat less than usual. Long term, this should not affect the patient.